Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was not in the correct position and components were damaged. The thickness control lever, bearings, and ball plunger were replaced and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the an dermatome handpiece was identified as shredding skin grafts. It is unknown whether harm to patient or operator or delay to a procedure occurred. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the an dermatome handpiece was identified as shredding skin grafts. There was no report of harm to patient or operator or delay to a procedure. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.